Event description:
It was reported there was an inter-operative hematoma found. An incision at the thoracic spine was made using an 11 blade. There was a small subcutaneous and subfascial hematoma found. The hematoma was evacuated and copiously irrigated. There was no active bleeding. The patient was hospitalized for pain control. The etiology was noted as a possible post-operative hematoma from previous lead and extension implant. The event was considered resolved and the patient was in stable condition.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(4) 2014, product type: lead. (B)(4).